Event description:
Patient presented to the physician with ongoing pain at the ipg site. Physician brought the patient into the operating room, removed the ipg and a portion of the stimulation lead, and closed.